Event description:
The customer noticed smoke coming from the cell-dyn ruby analyzer. An abbott support specialist visited the customer site to inspect the analyzer. The power supply units were removed, inspected, and then reinstalled. Proper voltage was verified and safety tests were performed. No traces of smoke could be found. The support specialist determined that the cell-dyn ruby analyzer was fully operational and functioning as intended. There was no injury reported.

Manufacturer narrative:
Investigation included review of product historical data and product labeling. Historical complaint searches were performed, and no non-statistical trends were found. Product labeling was reviewed and was found to be adequate for this incident. The abbott support specialist was unable to detect any trace of smoke and the instrument was operational. The complaint of smoke coming from the instrument was not verified. Based on the investigation, a product deficiency was not identified. (B)(4).